Event description:
It was reported that prior to a procedure, the slovenian instructions for use was allegedly not included with the device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified. Manufacturing review: a device history record review is not applicable because the attachment of the regional instructions for use is an outsourced process at the distribution center that takes place when the product left the production already. Investigation summary: the sample was not returned to the manufacturer for evaluation. The pictures of the affected product were provided to identify the lot and product numbers. Based on the available information, the investigation is confirmed for reported issues. The root cause is traced to labeling issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 07/2024).